Event description:
Caller reported an issue with touchscreen responsiveness where the pump screen was frozen and unresponsive to inputs. Customer was unable to interact with the pump screen, preventing normal use. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support provided pump reset information, but the issue persisted, so a pump replacement was arranged. The customer had no backup therapy and expressed concern about potentially needing hospital care. Despite the pump being out of warranty, the caller declined the offer for an out-of-warranty loaner pump.